Manufacturer narrative:
Exact date unknown, event occurred within six months of being implanted.

Event description:
It was reported that the patients ipg was defective. It was mentioned that the spinal cord stimulator (scs) device caused unrepairable damaged to the patients back and arms and resulted to a permanent muscle damage. It was unknown if these symptoms were device related. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.